Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the physician prepared to deploy the subject stent after filling the coils in the aneurysm, when he tried to deploy the subject stent, it couldn¿t be deployed normally. The subject stent could not be pushed out of the tip of the micro catheter. After several attempts the subject stent deployed prematurely at the distal tip of the micro catheter. The subject stent was withdrawn along with the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure the physician prepared to deploy the subject stent after filling the coils in the aneurysm, when he tried to deploy the subject stent, it couldn¿t be deployed normally. The subject stent could not be pushed out of the tip of the micro catheter. After several attempts the subject stent deployed prematurely at the distal tip of the micro catheter. The subject stent was withdrawn along with the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.